Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent a revision procedure wherein the ipg was replaced, and linear leads were added. The patient was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.